Event description:
A report was received that the pt underwent a pocket revision due to discomfort. The physician believed that the device was hitting a nerve. The pt is doing well following the revision.